Manufacturer narrative:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated, the distal low voltage electrode of the lead was covered in blood and the helix of the lead was extrinsically bent.

Event description:
It was reported that following the implant of the implantable pulse generator (ipg) system the incision was closed and the patient became bradycardic. A lead dislodgement was suspected. The lead was repositioned; lead diagnostics were normal when tested with the analyzer, but there was no capture when the lead was connected to the ipg. The lead was repositioned 3 times with the same results. The lead and ipg were explanted and replaced and the issue was resolved. Subsequently, the patient experienced ventricular failure and died. No additional details were provided.